Manufacturer narrative:
(B)(4). Any further information provided by the customer will be included in a follow up report. The suspect device has returned to vyaire for evaluation. When the results of investigation become available, a supplemental submission will be submitted.

Event description:
It was reported to vyaire that the revel ventilator low oxygen alarm does not work at all. When the device was set to alarm at 50%, the alarm did not work at all. The customer confirmed that there was no patient involvement associated with the reported issue.